Event description:
During non clinical activity, the user reported the centrifugal system failed to display the flow readings. No other details regarding the nature of the event were provided. Since the event occurred during non clinical activity, there was no patient involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.